Event description:
Customer alleged awoke 7:30 am not feeling well. Tested blood glucose on advantage system, glucose = 44 mg/dl. Customer stated did not take any medication. Was taken to hospital (an unknown amount of time later) and treated with insulin (type and amount unknown). A request was made for the return of the suspect device and replacement product was sent.